Event description:
Tip of syringe breaks off while rns attach it to IV line for infusion through mini infusors. This has happened several times on nursing units. This syringe has not been frozen, only in refrigerator.